Manufacturer narrative:
(B)(4).

Event description:
It was reported that unstable speed occurred. The chronic totally occluded target lesion was located at the severely calcified mid-left anterior descending artery (mid-lad). A 1.50mm rotalink¿ plus was selected for use. During the procedure, it was noted that the rotation speed was unstable. The physician checked the setup of the unspecified guidewire but the issue was not resolved. The device was replaced by another 1.25mm rotalink¿ plus and the procedure was completed. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received together. The advancer knob was received tightened and in a backward position. The burr, sheath, coil, and handshake connection were microscopically and visually examined. The annulus of the burr was found to be damaged and not rounded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that unstable speed occurred. The chronic totally occluded target lesion was located at the severely calcified mid-left anterior descending artery (mid-lad). A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the rotation speed was unstable. The physician checked the setup of the unspecified guidewire but the issue was not resolved. The device was replaced by another 1.25mm rotalink plus and the procedure was completed. No patient complications were reported and the patients' status was good.